Manufacturer narrative:
Other applicable components are: product ID 8578 lot# serial# (B)(4) implanted: (B)(6) 2011. Explanted: (B)(6) 2017 product type catheter product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2004 explanted: product type catheter. The 8578 catheter (serial# (B)(4)) was returned and analysis identified damage to the connector that is consistent with difficulty detaching the catheter from the pump. Conclusion code 77 applies to the 8578 catheter (serial# (B)(4)) and conclusion code 92 applies to the 8709 catheter (serial# (B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver morphine at a dose of 9 mg/day (it was noted that the old concentration in the explanted pump was 50 mg/ml, and the new concentration in the replacement pump was 25 mg/ml). The indication for use was unknown. It was reported that during a pump replacement on (B)(6) 2017, as the healthcare provider (hcp) was attempting to remove the sutureless connector (sc) from the pump, the silicone sheath kept sliding back from the metal and the hcp was unable to disconnect the sc from the pump. It was reported that surgical intervention occurred. The hcp requested a replacement 8578 catheter, which was provided. The old 8578 catheter was disconnected from the pump on the back table, as the patient requested to keep the explanted pump. It was reported that retrograde flow from the implanted catheter was sluggish and the hcp accessed the catheter access port (cap) with a 24 gauge non-coring needle; they were able to withdraw back some fluid, but it was still sluggish. At that point, the hcp elected to push preservative free normal saline through the cap of the newly implanted pump. It was reviewed that depending on how much fl uid was withdrawn, there could be a possible morphine 7.65 mg bolus given to the patient based on existing catheter length 68.7 cm catheter length and drug concentration of 50 mg/ml. After flushing with preservative free normal saline, the hcp was then able to barbotage fluid easily out from and into the cap and catheter. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue. There were no patient symptoms reported and the patient's status at the time of the report was "alive - no injury." The issue was considered resolved. No further complications were reported/anticipated as a result of the event. The patient was not taking other medications (oral, IV, etc.) At the time of the event. The patient¿s medical history included multiple back surgeries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the pump was proactively explanted for anticipated expected end of life (eol) pump status. This was confirmed with the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) on november 10, 2017. In response to the question, "was all of the drug withdrawn before the healthcare provider elected to push saline through the catheter access port (cap) of the newly implanted pump?" It was reported there was minimal fluid withdrawn, approximately 0.2 ml. The physician felt this amount was enough that he could comfortably push preservative free saline through the catheter access port (cap).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) on november 13, 2017. Additional clarification was provided. The rep confirmed the previously reported sluggish retrograde flow had been observed once the old pump had been removed and the physician was aspirating directly from the catheter. Once the physician implanted the new pump, they were easily able to aspirate back from the catheter, as well as the catheter access port (cap) once they connected the catheter to the pump, after they had pushed through the preservative free normal saline (pfns). The physician felt they had aspirated all they could from the catheter before pushing the pfns. The physician believed any remaining residual fluid in the catheter was negligible.